Manufacturer narrative:
(B)(4). Event is still under investigation at this time. Information not provided by the reporter.

Event description:
During an arteriogram procedure on the male patient, there was a right femoral access, up over the bifurcation to treat left leg. Once the procedure was finished, the user placed the dilator back in the sheath and attempted to remove the sheath, but the sheath could not be removed. The sheath separated and uncoiled, during the attempt to remove. This resulted in the distal portion of the sheath becoming stuck within the patient (about 2in). Another sheath was placed to treat the patient as originally intended. The next day, a snare was used to remove the device portion. Per the information provided, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, drawings, instructions for use (IFU), quality control and a visual examination of the returned device was conducted during the investigation. The visual examination revealed the shaft and one bond was intact; a second piece was 8.5 cm long consisting of 2 materials bonded together. It was also noted that the shaft separated at the middle bond and the coils stretched from 8.5 cm (based on the length of sheath material they came out of) to 40 cm. However, there is no evidence to suggest that the product was not manufactured to specifications. The IFU lists instructions for removing the sheath, which includes, "withdraw the sheath and dilator as a unit." It should be noted that the flexor sheaths meet the tensile requirements of iso as shown through design verification testing. It is feasible that the separation was due to excessive forces beyond the design of the device resulting in failure of the bond. We have notified the appropriate internal personnel, and we will continue to monitor for similar complaints. Quality engineering risk assessment was used to assess the risk of the sheath shaft separating. The risk remains acceptable, so no further actions are required at this time.

Event description:
During an arteriogram procedure on the male patient, there was a right femoral access, up over the bifurcation to treat left leg. Once the procedure was finished, the user placed the dilator back in the sheath and attempted to remove the sheath, but the sheath could not be removed. The sheath separated and uncoiled, during the attempt to remove. This resulted in the distal portion of the sheath becoming stuck within the patient (about 2in). Another sheath was placed to treat the patient as originally intended. The next day, a snare was used to remove the device portion. Per the information provided, the patient did not experience any adverse effects due to this occurrence.